Event description:
A report was received on 26 sep 2025 from the home therapy nurse (htn) of a 54-year-old female patient with a medical history including end stage renal who stated the patient experienced hypotension and lightheadedness and noted a blood leak during a home hemodialysis treatment on (B)(6) 2025. The patient was admitted to hospital. Additional information was received on 30 sep 2025 from the htn who stated that the patient received 2 units of blood and was discharged home to resume treatment with the nxstage system on (B)(6) 2026.

Manufacturer narrative:
The involved cartridge was not available for evaluation. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. UDI: (B)(4).